Manufacturer narrative:
Device history records review was completed for part# 206.014s, lot# l488021. Manufacturing location: (B)(4), release to warehouse date: jul 14, 2017, expiry date: jul 01, 2027. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history records review was completed for part# 204.814s, lot# l575362. Manufacturing location: (B)(4), release to warehouse date: sep 18, 2027, expiry date: sep 01, 2027. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was first manufactured at (B)(4) unsterile under part 204.814 with lot l562202. Release to warehouse date of the unsterile lot was 04. Sep. 2017. The manufacturing documents of the unsterile lot were reviewed and no complaint related issues were found. 3according to the information in the complaint file, only the inner packaging was available for investigation. Only with this package it would not be possible to confirm the complaint or the original condition of the package as it was opened to remove the screws. Therefore, a return of this package was not required to complete the investigation of this complaint. The manufacturing documents of both mentioned screws were reviewed and no complaint related issues were found. The review has shown that there were three months between the release to warehouse date of the screws. In addition both lots were manufactured at different manufacturing sites, 206.014 in (B)(4) and 204.814 in (B)(4) and as well the supplier, who made the packaging was different 206.014 at (B)(4) and 204.814 at (B)(4). Based on this finding, a mix-up during the manufacturing process can be excluded as there was no contact point between the screws. Additionally, the only possible contact point in the (B)(4) supply chain would be the distribution center in (B)(4). However, the last screw of part 206.014 with lot l488021 was shipped from (B)(4) on 07. September 2017, before the first device of part 204.814s lot l575362 was received in stock (B)(4) on 18. Sep. 2017. All these findings speak against any manufacturing related issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the surgery was completed successfully with no patient harm. No surgical delay reported.

Manufacturer narrative:
Patient information was not provided for reporting. Additional device product codes: hrs. Device remained implanted. Device was not explanted. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number was not provided. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that x-rays were taken at the end of procedure on (B)(6) 2017. It was found that a cancellous bone screw was implanted instead of a cortex screw. On checking over the packaging, they found external packaging for the cortex screw but the internal package was for a cancellous bone screw. The customer suspects an incorrect packaging. Patient outcome was not reported. This report is for one (1) 4.0mm cancellous bone screw fully threaded/14mm. This is report 1 of 1 for (B)(4).